Event description:
A pt reported blood glucose results of 9.9 mmol/l, 15.1 mmol/l and 7.6 mmol/l with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt's control solution had expired, hence unable to perform troubleshooting. Meter and test strips were replaced.